Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. Reportedly, patient found the pump was in suspend when patient did not put it in the suspend mode. Review of alarm history confirmed that pump was suspended on multiple occasions. Patient reported a blood glucose reading of 444 mg/dl without any hyperglycemia related symptoms. This complaint is being reported because of the reported malfunction which was not resolved with troubleshooting. The reported hyperglycemia event did not meet the criteria for an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found record of the pump suspended on 02/18/2014. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump was put into suspend mode and it gave the appropriate audible and visual alerts. The investigation confirmed but was unable to duplicate the reported pump suspend issue.